Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The subject device was inspected and tested. The unit successfully passed all functional tests, all video output signals and images were functioning properly. The unit had also been equipped with the updated main switch and software. Evaluators advised the customer to keep the subject device at a distance from electro-imaging and lithotripsy machines. The ultrasonic shock waves from those other devices can cause interference with the evis exera iii video system center¿s images. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a therapeutic case with a spyglass and lithotripsy, his olympus evis exera iii video system center was experiencing scope communication problems. According to the initial reporter, the screen continued to lose the image intermittently every few minutes. Reportedly, the staff were able to complete the procedure using the subject device with no patient harm and only a slight delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Additionally, the customer requested a power supply replacement. There was no observed abnormality with the power supply. Olympus will continue to monitor field performance for this device.